Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting high pacing impedances greater than 2,000 ohms. There were also high pacing thresholds and non-capture. An upgrade procedure took place and the lead was surgically abandoned. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.